Event description:
It was reported that a trial patient's stimulation was intermittent and not consistent. The pt has never experienced therapeutic effect. She was at home. The company representative confirmed that the pt's external stimulator was working properly but the pt has not experienced therapeutic benefits. They will continue to work on setting changes.